Event description:
It was reported that the left ventricular (lv) lead had loss of capture following the patient¿s myocardial infarct (mi). The lead was explanted and replaced. The patient is enrolled in (B)(4). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 693565, implantable tachy lead, (B)(6) 2010; 407652, implantable pacing lead, (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the lv (left ventricular) pacing lead was decreasing. Maximum lv pace impedance drops from 808 ohm the week ending 01 may 2013 to 504 ohm the week ending 08 may 2013.